Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days post implant the patient experienced bradycardia below the leadless implantable pulse generator (ipg) lower rate. It was further reported the leadless ipg exhibited intermittent loss of capture and high threshold. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.